Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited intermittent loss of capture due to a gradual increase in capture thresholds throughout the year. It was noted that the patient experienced episodes of lightheadedness as a result. All other measurements were normal. The lead was explanted and replaced. The patient's condition was stable after the procedure.